Event description:
The hospital reported an inability to switch ventilation modes as expected during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No patient information provided to date after calls to customer (B)(6) 2022. Legal manufacturer: (B)(4).